Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the hcp reports patient got a power on reset (por). All setting were lost. Hcp reprogrammed the ins and it started working fine. The battery level says ok. The hcp kept saying the patient  did not encounter any emi. Hcp reports this has happened 4 times before in the last few months. Hcp said the patient needs to go back to clinic each time to be reprogrammed.